Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53p5l. (B)(4). Additional information was requested and the following was obtained: what was the product code of the cartridge being used (gst60b or ecr60b)? Ecr60b. When the knife stopped at about the distal end, did the device deliver any staples? Yes. If yes, were the staples formed properly? No information. If yes, was the staple line complete? Yes. If the firing was completed when the knife stopped, did the knife fail to return to the home position automatically after the firing? Yes. The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the knife stopped at about the distal end at the fifth firing on the rectum. The knife reverse switch did not function. Eventually, the device was released with the manual override lever. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.